Manufacturer narrative:
Follow-up # 1 date of submission 10/19/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box data revealed a drastic voltage fluctuation. During a visual inspection of the pump, the battery compartment was found to be cracked below the bumper pad. No evidence of moisture was found inside the battery compartment. A pump case crack was observed near the upper right corner of the display lens. Further testing was not performed due to unresponsive keypad buttons. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The complaint of a battery life issue was not able to be adequately investigated due to the unrelated keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.